Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer mistakenly threw a water bottle on the pump and cracked the pump touch screen as a result. In addition, water had entered the cracked touch screen and the touch screen was delayed in responding to presses. There was no reported adverse impact to customer's blood glucose level as a result of the reported issue. Reportedly, customer continued to use the pump for insulin therapy.